Manufacturer narrative:
Ptc investigation result received on 27-jan-2016. Ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect b similar ae cases is not applicable. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pain though the whole procedure, physician said it was an "air pocket" and she was hospitalized. She also had constant bleeding (interpreted as genital bleeding), severe abdominal pain. Essure was removed via hysterectomy four and a half years after its insertion. She also reported two transient ischemic attack strokes. The first two events were considered serious due to hospitalization while the remaining events due to medical significance. The event physician said it was an "air pocket" and two transient ischemic attack strokes are unlisted in the reference safety information for essure, the others are listed. Pain may occur during and following the essure placement procedure. In this particular case the consumer stated that she was hospitalized due to excruciating pain during the procedure and the physician said it was an "air pocket"; the characteristics of the event "air pocket" were not specified to conclude on its nature, however, given the positive temporal relationship with the insertion procedure, these events were considered related to essure therapy. Abnormal genital bleeding and abdominal pain may occur after essure insertion, therefore causality between constant bleeding, severe abdominal pain and essure cannot be excluded. Event two transient ischemic attack strokes was assessed as unrelated to essure, given its pathophysiology and the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident as hospitalization and surgical intervention were required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via company's (B)(6) page in united states on 26-feb-2014,who had essure (fallopian tube occlusion insert) implanted and experienced excruciating pain through the whole procedure, physician said it was an "air pocket", eyes were swollen shut, itchy hives throughout her body, constant bleeding, severe abdominal pain, migraines, and hair loss. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. Two years ago, the consumer had essure (fallopian tube occlusion insert) implanted. The consumer experienced excruciating pain through the whole essure procedure, hospitalized hours after. Which her doctor said it was an "air pocket", so, she guessed she still have that air pocket two years later. When consumer wake up, her eyes were swollen shut, she had itchy hives throughout her body, constant bleeding, severe abdominal pain, migraines that last for days, and hair loss. The consumer stated that the essure device had destroyed her health. Follow-up 18-jun-2014: further information cannot be obtained due to missing contact data. Follow-up information received on 19-nov-2015 from consumer via social media: essure was inserted on (B)(6) 2011 for permanent birth control. The procedure ended up being very painful and lasting longer than it was expected. She went home and fell asleep. When she woke up, she was in excruciating pain and her husband took her to the emergency room the same night of insertion. She was swollen - her eyes and her mouth - and she had hives all over her body and her belly looked like she was eight or nine months pregnant. She was given benadryl and promethazine for the allergic reaction, but the doctor told her an air pocket was the cause of her symptoms. The consumer stated she was never tested for nickel allergy before intension. In addition to the allergic reaction, she suffered migraines so bad she could not function without prescription medication. In (B)(6) 2015, she suffered her first of two transient ischemic attack strokes. CT (computerised tomogram) scan was done, but nothing was diagnosed. She believed essure was causing her problems. Essure was removed on (B)(6) 2015 via hysterectomy (consumer was (B)(6)). Right after surgery, she felt all the achiness out of her body, it just completely disappeared. On (B)(6) 2015, she woke up without a headache for the first time in four years. She has not taken a migraine pill since. Two days after the surgery, she noticed the bloating was significantly smaller. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excruciating pain though the whole procedure, physician said it was an air pocket and she was hospitalized. She also had constant bleeding (interpreted as genital bleeding), severe abdominal pain. Essure was removed via hysterectomy four and a half years after its insertion. She also reported two transient ischemic attack strokes. The first two events were considered serious due to hospitalization while the remaining events due to medical significance. The event physician said it was an air pocket and two transient ischemic attack strokes are unlisted in the reference safety information for essure, the others are listed. Pain may occur during and following the essure placement procedure. In this particular case the consumer stated that she was hospitalized due to excruciating pain during the procedure and the physician said it was an air pocket; the characteristics of the event air pocket were not specified to conclude on its nature, however, given the positive temporal relationship with the insertion procedure, these events were considered related to essure therapy. Abnormal genital bleeding and abdominal pain may occur after essure insertion, therefore causality between constant bleeding, severe abdominal pain and essure cannot be excluded. Event two transient ischemic attack strokes was assessed as unrelated to essure, given its pathophysiology and the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident as hospitalization and surgical intervention were required.